Event description:
It was reported that a malfunction alarm occurred, showing malfunction code malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance for resetting the pump, and the issue was resolved without recurrence. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.